Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a red alert for a shock impedance measurement greater than 125 ohms. A review of the measurements show a steady increase, no oversensing and no inappropriate therapy. The patient was brought into the office for testing and the shock impedance was high in all configurations. No additional testing or an x-ray were performed. A revision procedure was performed and the system was removed from service. Removal difficulty was reported during explant of the lead. A new system was implanted without further incident. No additional adverse patient effects were reported.